Event description:
Nt821731c - evd drainage bag needed to be changed and during the process of twisting off the old bag, the twisting cap snapped off, and unable to screw on/twist on the new bag onto the drainage system. The entire drainage system had to be changed due to this. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Customer confirmed they are unable to provide the lot number. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The spin luer lock that connects to the collection bag broke off. The evaluation conclusion is as follows: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system resulting in misalignment and increased stress on the locking mechanism. Another indication is that the component may have been exposed to an excess amount of aggressive cleaning agents when wiped which caused the component to become more brittle. It seems that the user tried to disconnect the spin luer with a tool instead of by hand. Besides the spin luer lock, there was also a breakage to the brackets on the drainage chamber that slides on the measuring base. This was not mentioned in the complaint, so it could be due to poor packaging when shipped for investigation. Failure mode: confirmed / spin luer lock breakage during use

Event description:
Nt821731c - evd drainage bag needed to be changed and during the process of twisting off the old bag, the twisting cap snapped off, and unable to screw on/twist on the new bag onto the drainage system. The entire drainage system had to be changed due to this. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Customer confirmed they still have the drain but they are unable to provide the lot number. Technical service requested the customer to send back the affected product. Risk review: per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.14 cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm) - delay in patient treatment. Risk severity:3 (low). No related capas. Evaluation of the returned affected part to be carried out.